Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed the self, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. The pump also alarmed power loss, failed battery test and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, the pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. Blood glucose at the time of call was 87 mg/dl. Troubleshooting was performed and customer is not using software version 2.6. The pump will be returned for analysis.